Event description:
It was reported to nova biomedical that a consumer received high blood glucose readings and administered an unk amount of insulin each time she received a high reading. The consumer subsequently experienced a hypoglycemic event which required medical intervention. During the call, it was discovered that the consumer improperly stores her test strips against our instructions in our directions for use. The meter and the test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.